Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. There is no allegation of cassette malfunction based in the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed.

Event description:
On (B)(6)2025, this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler reported to fresenius customer service he experienced peritonitis. There was no specific allegation these adverse events were due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow-up with this patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6)2025 following abdominal pain and cloudy peritoneal effluent fluid noted at home. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital on (B)(6)2025 presented with no growth in the culture and a wbc count of greater than 1000/mm3 (exact count not reported). The patient was diagnosed with peritonitis due to a break in asepsis during ccpd therapy on the liberty select cycler at home. It was explained that the lack of aseptic technique was attributed to his environment as the patient does not have a clean area to undergo pd therapy at home. The patient was prescribed intraperitoneal (ip) vancomycin at 2000 mg every 4 days for two weeks and ip cefepime at 2000 mg daily for two weeks to address the infection. The patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course, and he was discharged home on (B)(6)2025. It was confirmed the patient¿s peritonitis and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient will continue ccpd therapy on the same liberty select cycler at home as before the infection.

Event description:
On (B)(6) 2025, this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler reported to fresenius customer service he experienced peritonitis. There was no specific allegation these adverse events were due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow-up with this patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2025 following abdominal pain and cloudy peritoneal effluent fluid noted at home. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital on (B)(6) 2025 presented with no growth in the culture and a wbc count of greater than 1000/mm3 (exact count not reported). The patient was diagnosed with peritonitis due to a break in asepsis during ccpd therapy on the liberty select cycler at home. It was explained that the lack of aseptic technique was attributed to his environment as the patient does not have a clean area to undergo pd therapy at home. The patient was prescribed intraperitoneal (ip) vancomycin at 2000 mg every 4 days for two weeks and ip cefepime at 2000 mg daily for two weeks to address the infection. The patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course, and he was discharged home on (B)(6) 2025. It was confirmed the patient¿s peritonitis and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient will continue ccpd therapy on the same liberty select cycler at home as before the infection.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid. It is well established that pd patients are at high risk for infections of the peritoneum. The root cause of this patient¿s peritonitis can be attributed to a break in asepsis during ccpd therapy as reported to by a medical professional. Nonadherence to asepsis during pd therapy is the leading source of transmission of peritonitis causing pathogens. Though effluent cultures yielded no results, a reduction in symptoms in response to antibiotic therapy and discharge from hospital care provided evidence of a resolving peritonitis infection. Therefore, the liberty cycler set can be excluded as a potential source or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.